Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter ID number was not entered into the pump correctly. After entering the correct transmitter ID, the issue persisted. The customer declined further assistance from tandem technical support. No additional patient information was available.